Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with phrenic nerve stimulation. Upon interrogation, it was discovered that the patient's device entered backup vvi mode. A device restoration was performed successfully. The patient was stable.